Manufacturer narrative:
One photo and one sample of a 5 ml ll syringe (part number 309649, batch 2048733) were received and evaluated. The photo shows a section of a top web slip next to a loose syringe with dark foreign matter embedded on the collar of the syringe. The sample confirmed the presence of this dark-embedded foreign matter. These conditions do not meet the product specifications. The potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 2048733 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter: syringe found to be contaminated, some debris found inside.

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.